Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.

Event description:
It was reported that the customer received a motor error alarm and no delivery alarm.. The customer's blood glucose level at the time was 318 mg/dl. The customer said she had just changed the set and it kept requesting her to rewind. That is when the motor error alarm occurred. She was able to complete the rewind sequence. During troubleshooting, the customer was not able to retrieve her pump settings because her insulin pump kept alarming no delivery occurred. She was advised to discontinue use of the insulin pump. Nothing further reported.